Manufacturer narrative:
(B)(4). The customer reported that the device failed to charge during a pt event. The device eventually did delivered therapy. There was no negative pt impact. The hospital biomed tested the device and could not reproduce the symptom. There were no error messages in the logs. The device passed all testing and remains in service. There is no request for a response by the customer. Philips was unable to determine the cause as the symptom was not reproduced. No formal response was requested and none is warranted.

Event description:
The customer reported that the device failed to charge during a pt event. The device eventually did delivered therapy. There was no negative pt impact.